Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an aortic aneurysm repair procedure. Reportedly, during pre-close technique, the prostyle device deployed without issue, the suture knot was noted outside of the body and when attempting to advance the knot the knot was locked and unable to advance. A second perclose was deployed to replace the locked suture. The sheath was upsized to 16f and the aortic aneurysm repair procedure was completed. Hemostasis was achieved with the additional perclose. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture malposition ¿the suture knot was noted outside of the body¿ may include, but are not limited to, friable vessel, user technique or patient anatomical conditions. Factors that contribute to the reported failure to advance the knot may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.